Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that mid- brevera procedure on (B)(6) 2025, the brevera device would not fire. It is reported that the needle was dismounted, and the device was powered down and unplugged for 2 minutes. The customer was able to resume normal operation of the device and complete the procedure; however, the patient required a second incision to do so. No further information is available.